Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Event description:
It was reported that this patient has an lvad and at a sicd implant procedure the system was unable to be optimized. The lvad has some interference and there are noisy signals on all of the system's sensing vector. The field representative chose alternate sensing vector at this time. The noisy signals were determined to be a result of electromagnetic interference (emi) and the patient had possibly received an inappropriate shock. Subsequently, the entire system was explanted. No additional adverse events were reported.